Event description:
A 42 year old male patient contacted lifecor customer support to report that the belt would not connect to the monitor due to bent pins in the electrode belt connector. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.